Event description:
It has been reported to philips that the cardiac monitoring feature was unusable due to pacer spikes and an inaccurate waveform.

Manufacturer narrative:
Updated evaluation result and conclusion code.